Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure and hyperglycemia or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the pink slide did not move forward, indicating a failure of the needle mechanism . The patient's blood glucose levels were affected, reaching up to 27 mmol/l (486 mg/dl) and the pod was worn between 1 and 4 hours.